Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported customer had low blood glucose of 30 mg/dl. Customer's spouse called paramedics and customer was hospitalized. The nurse at the hospital help the customer adjusts the settings on the insulin pump. Customer was contacted to get further information on the hospitalization. Customer stated the perceived cause of the low was customer did not eat all day and it was his fault the device was working fine. No further information reported.